Manufacturer narrative:
Delayed allergic reactions that may manifest as oedema and tenderness weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. In this case, the reaction may have been triggered by the hydrafacial protocol. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. This is default text configured for block h10.

Event description:
Hs type IV post filler injection / delayed inflammatory reaction / localized inflammation at the injection site [type IV hypersensitivity reaction] ([tenderness], [skin oedema]). Case narrative: the distributor from egypt notified teoxane geneva of an adverse event on (B)(6) 2026. The case was reported by an injector from egypt. According to him, the patient was injected on (B)(6) 2025 with: - 1.2 ml of teosyal puresense ultra deep in the chin (1.1 ml) and in the mandibular angle (0.1 ml). The injection was done with the needle supplied in the box (rc/(B)(6)), - 4.8 ml of teosyal rha 4 in the chin (1.2ml) and in the jawlines and mandibular angles (3.6 ml). The injection was done with a cannula 25g, using the fanning injection technique (current complaint). The same day, the patient was injected with teosyal rha 2 in the lips and temples, without adverse event. On (B)(6) 2026, the patient underwent a hydrafacial protocol. On (B)(6) 2026, approximately six months after the filler injection and one day after the hydrafacial procedure, the patient experienced a delayed inflammatory reaction. The patient presented with localized inflammation at the injection sites, accompanied with swelling and tenderness in the jawlines and mandibular angles. Both sides were affected, although the inflammation was more pronounced on the left side. The injector prescribed the following treatment: - antibiotic (augmentin 1mg for 10 days), - corticosteroid (dexamethasone once), - anti-inflammatory (alphintern for 2 weeks). On (B)(6) 2026, we were informed that after one week of treatment, the inflammation worsened. Given the severity of the symptoms, this case was assessed as reportable to the egyptian competent authority. The international medical expert was consulted for guidance. The later concluded to a type IV hypersensitivity reaction post filler injection triggered by the hydrafacial treatment. He advised to continue the prednisolone treatment (30 mg/day for at least 14 days, with a gradual reduction in dosage). If the symptoms did not improve, he recommended one to five hyaluronidase injection sessions, combined with vigorous massage of the treated areas. Additionaly as a last resort, an intralesional triamcinolone injection could be considered. According to the information received from the injector, on (B)(6) 2026, the symptoms improved following oral steroids intake which led the injector to conclude that the reaction was more likely due to the hydrafacial procedure. Considering the favorable resolution of the symptoms following the treatment, the case was considered as closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction. Aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67 decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach. Plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice. Dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022. Review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?. Actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments. Journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers. Journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness. Clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.